Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, it is likely that the event was procedure rather than device related. The device was not available for return

Event description:
It was reported to nevro that a patient had experienced neural deficit from the lower portion of the body during a laminectomy procedure. The physician did not see any anomaly in the area of the lead placement. The case was aborted and the paddle was not used. The physician did not believe that there was a device issue. According to the physician, the MRI showed some minor bruising near the cord at t10. Follow up report indicated that the patient had regained some movement in the legs and feet.